Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of spectrum iq pumps had issues with upstream occlusion alarms and under infusions. The issues of upstream occlusion alarms are occurring mostly with medications that are infused cold (pembro, zofran, nivolumab, cetuximab, intravenous immunoglobulin (ivig), irinotecan, albumen, and unspecified chemotherapy and research drugs). It has been noted that upstream occlusion alarms have occurred with tubing found to be collapsed inside of the pump when there are no clamps closed off or occlusions noted anywhere on the intravenous (IV) sets. The upstream occlusion alarms occur at both the beginning and at the conclusion of the infusions. For the issues of under infusions these are being identified at the end of an infusion with a lot of leftover medication in the bag when the pump indicates ¿infusion complete¿. The facility is overfilling the liter bags by about 50-100ml, but the pump shows ¿infusion complete¿ with more than 50ml remaining in the bags. Taxol has been one such problematic drug in which it does not completely empty and gets ¿stuck in the corners¿ when the pump states ¿infusion complete¿. There was no report of patient injury or medical intervention associated with these events. No additional information is available.